Manufacturer narrative:
Evaluation results: one cadd solis pump was returned for investigation. The tamper seal was missing. The lens was damaged and the dso seal had bubbled. An accuracy and occlusion test was performed. The customer reported product problem was not replicated. The investigator determined that the pump functioned as intended. A root cause was therefore not established.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's history report showed the pump ran well, but the bag was still full. There was no reported adverse event.